Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no anomalies. The tr band was leak-tested by being injected an air of 18ml with a factory retained tr band inflator and submerged in water. A leak was found at the air injection port. The one-way valve was disassembled for further inspection. A foreign substance was found to be adhering to the air-sealing part. From this, it is likely that the actual tr band device air-tightness performance deteriorated, and leaked due to the foreign substance being caught in the air-sealing area of the one-way valve. Qualitative analysis by ft-ir of the foreign substance found that it had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. Review of the DHR and the shipping inspection record of the involved product/lot no. Combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the investigation results, it is likely that the actual tr band device got deteriorated in its air-tightness performance due to a foreign substance.tthe back flow valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is any foreign substance on the air-tightening part, it generates a space, resulting an air leak from the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported after the catheterization from a tri, the patient was brought to a ward, and bleeding was found. There was minimal amount of blood loss, and there was no harm to the patient.